Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 31 mg/dl at the time of the incident. The customer used glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer's doctor believes the pump is over delivering. Troubleshooting was not completed as the customer was no longer using the pump. The customer was advised by their doctor to have their pump replaced. The customer was having massive low events on the pump and stable blood glucose when on manual injections. The insulin pump will be returned for analysis.